Event description:
Reporter alleged obtaining high blood glucose monitoring device results (in the 300s mg/dl) and when going to a routine doctor appointment, obtaining a much lower lab comparison result. Reporter stated his device result was 354 mg/dl and lab result was 92 mg/dl taken fifteen minutes apart. Reporter stated no treatment was received and no controls were used. A request was made for the return of the suspect device and replacement product was sent.